Event description:
It was reported that approximately a week post implant of the implantable pulse generator (ipg) system , the patient developed a hematoma. The patient underwent a pocket revision and the ipg remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.